Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) cycle the power and review alarm log. The alarm log showed system error 2240 (air in tubing) prior. The hp stated that the bags were properly connected and there was an open clamp on an unused supply line. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr instructed her to resetup the machine with all new disposables and review proper setup procedure. The hp understood. The hp would start over using all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.